Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® urine transfer straw was not filling properly as the luer does not go in the tube far enough to fill properly.